Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported he received results of 386 mg/dl and 136 mg/dl on 2 different connect meters within 2 minutes. The same vial of test strips was used for both results. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.